Manufacturer narrative:
One device was received. Visual inspection noted a cracked enclosure, corroded drain fitting, worn front cover, and faded line cord. During functional testing the device leaked from the rear of the reservoir confirming the customer complaint. The root cause was a cracked tank by the drain tube fitting due to wear of usage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
Additional information received via email. The event date was updated from unknown to 20-jun-2023. The issue was discovered prior to patient use.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit was leaking by the drain (cracked). Patient involvement unknown.